Event description:
While using the zoll autopulse non-invasive cardiac support pump on a male pt in cardiac arrest, a shock was delivered - 200j - which caused the battery indicator to immediately go from fully charged to "fiemptyfl" and the machine then stopped. A spare battery was installed and the machine continued to operate for roughly 2 add'l minutes at which point the machine indicated a "fideadfl" battery. The autopulse life band was immediately removed and traditional CPR was continued enroute to the hospital. Once in quarters, the machine was removed from the vehicle and zoll medical was promptly notified of the incident. Dates of use: #1. 2007. #2. 2008. Cardiac arrest.